Event description:
It was reported that implantable cardioverter defibrillator (ICD) recorded a signal artifact monitor (sam) episode due to oversensing related to the minute ventilation (mv) feature. Subsequently the mv sensor was disabled. Technical services (ts) was consulted and upon review of the stored data, oversensed noise due to a urology procedure was observed on both channels and resulted in an inappropriate atrial tachy response (atr) mode switch as well as a declared ventricular arrhythmia episode with no therapy. Ts provided further guidance on how to proceed with future procedures and how to reenable the mv feature in clinic. This implantable cardioverter defibrillator (ICD) remains in service. No adverse patient effects were reported.